Manufacturer narrative:
Age at time of event and date of birth is estimated. The device is not available to the manufacturer as it was discarded by the hospital.

Event description:
It was reported that during a mechanical thrombectomy to recanalize the left middle cerebral artery (distal occlusion of the m2 segment), the subject microcatheter perforated a small m2 branch. No change in the patient's blood pressure was observed. The patient did not develop any symptoms and no other treatment was administered. The procedure was completed and the patient was reported to be stable. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, analysis cannot be performed. However, vessel perforation is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that during a mechanical thrombectomy to recanalize the left middle cerebral artery (distal occlusion of the m2 segment), the subject microcather perforated a small m2 branch. No change in the patient's blood pressure was observed. The patient did not develop any symptoms and no other treatment was administered. The procedure was completed and the patient was reported to be stable. No further information is available.